Event description:
During service and repair pre-testing it was discovered that the attachment device was "overheaing and had an issue with the set screw". The device was not used in surgery. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During service and repair pre-testing it was discovered that the attachment device was "overheating". Reliability engineering evaluated the device. During functional testing, the reported condition was duplicated and confirmed. Evidence indicates this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).